Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited a bluetooth connectivity problem with the merlin application. No intervention was performed. There were no patient consequences.

Event description:
New information received notes that the patient's implantable cardioverter defibrillator had gone into lockout and bluetooth telemetry was restored upon interrogation. No intervention was performed.

Manufacturer narrative:
The reported of ble unavailable was resolved by interrogating the device using a merlin programmer. Analysis of the provided device diagnostics found ble lockout was the cause of the issue, which is per device design. No anomalies were found.